Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during initial drain. The baxter technical service representative (tsr) explained that when she pressed go before connecting that the hc pulled in outside air. The tsr advised the hp to start over with new supplies and call the registered nurse (rn) to let them know of possible exposure. The hp would start over with new supplies and call the rn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 and she was able to resume therapy after starting over with new supplies. She had accidentally pressed go before connecting and connected anyways. She had already discussed the alarm with her nurse. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected before therapy initiated. The label review found the labeling adequate for the use error in this complaint.